Event description:
It was reported the patient developed a pocket infection. In 1979 the lead was cut, capped, and replaced. In 2016 during explant, the insulation broke off, the lead fractured and only the outer coil and some of the insulation were retrieved. The upper part of the lead was removed out of the superior vena cava (svc) and above. The lead was partially removed and remnants of the conductors were "strung out in the right ventricle and atrium." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed. Analysis revealed an indication the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo and the proximal and distal conductors were delaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.